Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6) h3 product analysis (B)(6): patient complaint confirmed. Led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's wireless recharger experienced several malfunctions. It was flashing three green lights and was not turning off or staying off. Additionally, the device could not be switched on, could not charge, and emitted no sound. Attempts to reset the device did not result in any change. A replacement was arranged, and the issue was resolved. No patient complications have been reported as a result of this event.